Manufacturer narrative:
The reported 22020 error was confirmed but not replicated. The 22020 error was found indicating engagement fault on the degrees of freedom (dof) 6, confirming the fault occurred in the field. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the dof 6 was inspected, and no faults could be identified. Upon visual inspection, rust was found on gearboxes that would be related to the reported event. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post market surveillance (rpms) quality engineer. Investigation revealed the following possible related system errors: error 22020 "installed mcs (monopolar curved scissors / 8 x 19) failed to engage on usm4 (wrist pitch axis failed to engage)". The probable root cause is attributed to an engagement error from dof 6 gearbox located within usm and it can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report non-intuitive motion on universal surgical manipulator (usm) 4. System logs showed no associated errors. The surgeon was using a monopolar curved scissors (mcs) instrument installed on usm 4, and when the surgeon made a small rotation of the instrument tips, the instrument rotated an extra 30-40 degrees. Prior to calling, the site tried replacing the mcs instrument, verifying the surgeon's settings, and power cycling the system with no change. Tse asked them to reseat the sterile adapter on usm 4 and after that, the instrument and arm seemed to be functioning properly. Tse remained on the line for a few minutes to ensure the issue did not return. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer when surgeon was actively dissecting for a prostatectomy. The timing of instrument movement was not appropriate. The surgeon would go to manipulate the instrument (scissors) in arm 4, and then the scissors would rotate an additional 90-180 degrees. The instrument just seemed to have extra degrees of movement. The arm/instrument separation distance was not interfering with each other. No collisions were noted. Instrument was removed from patient/and arm, then replaced onto the arm. New instrument was tried. Recycling power on the entire robot. Ultimately, it looked like the carrier on the drape kept lifting off of the arm bracket and wouldn¿t stay down. No patient injury was reported. Surgeon stopped progression of surgery so we could figure out what was going on. The issue occurred approximately 30 minutes after docking the robot.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. However, failure analysis is not complete. The probable root cause cannot be determined based on the information provided. Since the product analysis is not complete and the log review was inconclusive, the reported event was unable to be confirmed or replicated.